Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Date of birth, month and day - ni. Date of event ¿ ni. Medical product - tess hum reverse corolla s0, catalog#: p1700430 lot#: 0001135306. Therapy date - unknown. This product is manufactured by (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as (B)(4) manufactures a similar device in the united states under 510k number k060694.

Event description:
During a shoulder arthroplasty, the humeral insert would not assemble properly with the corolla. A new insert and corolla were used to complete the procedure without delay.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Reported event was confirmed. Investigation results concluded that smaller sizes of this component may require more force upon impaction, because the smaller components are less flexible. The returned device was analyzed and found conforming to specifications. DHR was reviewed and no discrepancies were found that were relevant to the reported event. The root cause of the event is the design of the component, which does not take into account that size has an effect on elasticity. Corrective action has been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.